Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead and right ventricular (rv) lead exhibited diminished sensing. The rv lead was repositioned and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.